Event description:
Information was received that during use of this smiths medical cadd extension sets, leaked was noted. Reported leaking around the air hole of the filter. Subsequently, the patient switched to a different tubing. No reported adverse effects.